Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records or procedural CT images were not provided for clinical assessment; therefore, a thorough clinical investigation of the medical records was not possible. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.

Event description:
It was reported that approximately 26 months post-implant of a bifurcated device and a suprarenal aortic extension, a computed tomography (CT) scan revealed a proximal type ia endoleak. The pt was treated with a suprarenal aortic extension; however, due to the angulation in the aortic neck it didn't fully seal. The physician (interventional cardiologist) elected to conclude the procedure and will refer the pt to a specialist for further diagnosis and treatment. The pt tolerated the procedure well.